Event description:
A customer reported a malfunction with their pump, identified as malfunction 3, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who acknowledged understanding of the process to put the existing pump into storage mode and return it to tandem. The customer confirmed they will continue using their current pump until the replacement arrives, and training for the new pump will be available through their tandem source account.